Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg). The cause of the high bg was unknown, and a specific bg value was not provided. A manual insulin injection was administered and a bolus was delivered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.